Event description:
A customer contacted global technical service (gts) regarding a system error 2240 alarm that appeared on the home choice (hc). Gts explained the alarm and helped the hp to clear it by cycling power on the hc. Gts reviewed proper procedures with the hp. The hp was going to finish therapy with manual supplies. Product surveillance contacted the hp, who stated the issue was resolved and he had no further issues. The hp had not notified his nurse, and product surveillance recommended contacting the nurse if air is detected. No serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). The complaint for a system error 2240 was not confirmed and the root cause was undetermined. The device was requested but was not available. The lot number was not available therefore a batch review was not performed. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress through (B)(4).